Event description:
It was reported that an arteriotomy closure of an 8mm large, mild to moderately calcified right common femoral artery was attempted using a perclose proglide device after a diagnostic coronary angiogram. Reportedly, blood marking at the marker lumen did not stop after the device was retracted against the vessel wall, even with adjusting the angle of the device. The plunger was deployed and the foot was parked. When the device was withdrawn until the guide wire exit port was visible at skin level, the suture and the knot were observed. It was reported that the suture was deployed within the vessel and did not capture any tissue. A second perclose proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician reportedly stated that there is a possibility that the calcified plaque could have contributed to the failure of both the devices by preventing the foot from fully engaging against the anterior vessel wall. The physician is reportedly in-training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions, deployment of the device even after the blood flow from the marker lumen did not stop. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the rail suture end was cut and the suture knot was properly formed. This is consistent with successful needle deployment and suture retrieval. However, the two suture ends were not pulled out of the device and the suture loop remained in the suture bearing, resulting in the suture being removed with the device and this could appear very similar the reported suture not capturing any tissue. Subsequently, a failure to achieve hemostasis occurred as there was no suture knot to advance to the arterial surface to close the access site, which ultimately required the use of manual arterial compression to close the vessel as reported. Possible contributing factors for the suture being removed with the device include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During testing, the suture bearing was inspected and there was no obstruction that could have prevented the suture loop from being released from the suture bearing. There was no difficulty pulling the two suture ends out of the device. Every suture is appropriately inspected and tested for proper assembly and loading into the device during manufacturing. As reported, mild to moderate calcification in the right common femoral artery could have contributed to the reported inability to stop blood marking as calcified plaque could have prevented the foot from being fully engaged and positioned against the anterior vessel wall. However, it is unlikely that the calcified artery could have contributed to failure to remove the suture ends from the device and release suture loop from the suture bearing. The proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The IFU also states: if significant blood flow is present around the perclose proglide smc device, do not deploy needles. Remove the perclose proglide smc device over a 0.038 inch (or smaller) guide wire and insert an appropriately sized introducer sheath. The returned condition of the device indicated that the device was removed from the patient anatomy prior to pulling the suture ends through the distal end of the proximal guide, resulting in the suture being pulled out of the artery and removed along with the device. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the suture being pulled out of the artery and removed along with the device is incorrect technique per the IFU. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.